Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties are related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a 75% stenosed and heavily tortuous vessel in the right coronary artery (rca). After a 5fr guide wire crossed the lesion by radial approach, balloon angioplasty was performed with a 2.5mm balloon. The 3.0x48mm xience skypoint stent delivery system (sds) failed to cross due to the anatomy. There was resistance during advancement and removal. There were no other device issues. Balloon angioplasty was performed with a 2.75mm balloon and a 2.5x28mm xience skypoint sds was delivered to the distal rca and a 3.0x28mm xience skypoint sds was delivered to the proximal rca. Then the stents were deployed, overlapped, and the procedure was completed. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.